Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: baxter received one sample for evaluation. The reported condition was confirmed. The sample was visually inspected. The cause was determined to be due to a machinery issue during the manufacturing process. Updates were made to the manufacturing process and the procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the paper on the backside of the blister pack of a vialmate device was loose. It was not specified when in the process this was observed; however, it was reported that there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.